Event description:
The user facility reported 35yo male was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to heart transplant. It was reported that high purge pressure developed. Tissue plasminogen activator (tpa) was added to the purge and the pressure gradually decreased and purge values returned to within specification. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The field left log was reviewed and no suction triggered prior to the gradual rise in purge pressure. Tpa was reported to be added to the purge, purge pressure gradually decreased and purge values were within specification for the remainder of the run. The cause of the high purge pressure was most likely biomaterial since the issue resolved during support 18 hours after the addition of tpa to the purge. The instructions for use discusses troubleshooting for high purge pressures. It states unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.